Event description:
It is reported that the pt underwent total knee replacement in 2000. In 2004, the pt's knee was revised due to osteolysis forming at medical screw tip.

Event description:
It is reported that the patient underwent total knee replacement in 2000. In 2004, the patient's knee was revised due to osteolysis forming at medial screw tip.